Event description:
It was reported on (B)(6) 2012, that the patient was experiencing increased pain. 10 days later the implantable pump was interrogated and found to be alarming for low reservoir volume. Pump was a 0 ml drug volume. Pump was to refilled the next day by the hcp. The device system was used to deliver an unknown drug. No further information was available as of the date of this report.

Manufacturer narrative:
(B)(4).